Event description:
The neuron kinked near the hub of the catheter and the product was removed.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 1626 -07 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l13799. The DHR review of final assembly (lot# l13799) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot was sorted for damaged tip during packaging per (B)(4) and (B)(4) were rejected per (B)(4) disposition. In addition, all destructive testings were completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirements.